Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer used an insulin pen to fill the cartridge. Blood glucose was under 200 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.